Event description:
Patient completed the 31st treatment session without complications. Upon exiting the building the patient fell and fractured their skull. CPR was administered. Patient was transferred to the hospital.